Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, discovered intraoperatively. Device has been explanted.

Event description:
Healthcare professional reported rupture on the right side. The device has been explanted.

Event description:
Healthcare professional reported right side rupture, discovered intraoperatively. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified brown, yellow particle materials on the shell and an opening on the anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.